Event description:
A cartridge change error was reported involving the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer successfully loaded a new cartridge and resumed their insulin therapy.